Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective generator replacement, externalization was observed under fluoroscopy. The lead was capped and replaced. Patient was stable during and post procedure.